Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). In addition, pacing inhibition greater than two seconds was noted, which was expected per algorithm. At this time, the product remains in service and no additional adverse patient effects were reported.